Manufacturer narrative:
On july 31, 2020, the implanting clinician reached out to the cr to advise that the patient will be attending a follow-up visit on (B)(6) 2020, because the patient had been experiencing pain and burning sensation since the implant was performed. The implanted clinician also disclosed to the cr that an explant procedure might occur on (B)(6) 2020. On july 31, 2020, the cr reached out to the patient to better understand the patient's condition. The patient explained to the cr that he has been experiencing pain since the implant procedure and is experiencing a burning sensation in the thigh area. The cr instructed the patient to turn off the device and not turn the device on until the implanting physician instructs him to turn it on. On (B)(6) 2020, the implanting clinician performed imaging and determined that the stimulator implanted on the l3 nerve had migrated approximately three-electrode spaces and was causing the patient lots of pain and burning sensation in the thigh area. The implanting clinician offered to perform a revision to correct the stimulator's placement. However, the patient requested to get the stimulators explanted. The patient stated that he would rather have another set of stimulators implanted at a later time. On (B)(6) 2020, the implanting clinician performed an explant procedure per the patient's request. The implanting clinician opened up the receiver pocket, cut suture holding coil in the pocket, and removed each stimulator. The implanting clinician did not observe any signs of infection. The removal procedure was completed successfully. On august 21, 2020, the cr followed up with the patient on her condition's status. The patient disclosed the incision site is healing well; he has not had any further issues since the removal procedure. On august 21, 2020, the cr followed up with the implanting clinician to better understand why the stimulators had migrated. The implanting clinician stated that the migration might have taken place because of the pressure difference in the epidural space causing the stimulator to migrate. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Metal migration and burn on skin or superficial tissue are known adverse event for spinal cord stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile for lot swo200320 and swo200305, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The implanting clinician believes that the root cause for this incident may be related to the pressure difference in the epidural space causing the stimulator to migrate.

Event description:
Stimwave quality has investigated the details for a reported migration and discomfort/burning sensation to the stimwave complaint system on august 4, 2020, by clinical representative (cr) in the united states. Cr became aware of this issue july 31, 2020.